Event description:
Reported due to a detached tip requiring retrieval. The physician attempted a diagnostic procedure using a jography 4 f pigtail catheter inserter over the wire. It reportedly "advanced smoothly into the left ventricle. The wire was removed and the catheter was hooked up to the transducer for pressures. They noticed there were no pressures recorded and the physician hit the fluoro and noticed that about -8 cm of the distal portion of the catheter had separated from the catheter and was free floating in the left ventricle. They quickly upsized to a 7 f sheath and inserted a 7mm snare kit. The catheter tip was successfully removed without incident. They then inserted a cordis pigtail catheter (4 f) to complete the lvgram." There appeared to ve no abnormalities to the left ventricle. Pt was stable, case completed and pt went to recover." It was reported there was "nothing abnormal about the anatomy" and "no abnormal resistance or occurrences when advancing the catheter". No adverse events were reported and it was stated that it didn't add" much time to the procedure, it was pretty quick. The pt was discharged the same day." At last report, she was "doing fine". Although requested, no additional info was provided.